Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown under which circumstances the event occurred or if a patient was involved.

Event description:
It was reported that during weekly check, the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that it cannot fill the helium gas to the cylinder and the fill manifold drive cannot check the leak. To fix the issue the fse replaced the volume cylinde. The fse performed all functional and safety test. The unit passed all tests performed and was returned to the customer and cleared for clinical use.